Event description:
It was reported that this right atrial lead was explanted and replaced due to a drop in impedance. The lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was returned in two segments. Testing was completed to assess lead electrical performance on both segments. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial lead was explanted and replaced due to a drop in impedance. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.